Event description:
In 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began two weeks ago. The cca noted that the patient manages her diabetes with oral medications; however, it is not known if the patient made any changes to her diabetes management as a result of the alleged issue. In the late morning, 4 days after the alleged power issue started, the patient claimed she felt shaky, sweaty and nauseous. Approximately 15 minutes after the onset of symptoms, the patient reported treating self with food and/or drink. At the time of troubleshooting, the cca noted that the subject meter's battery had been replaced per the recommendations in the owner's booklet. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.